Manufacturer narrative:
PMA/510k # ¿ exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a bi-lateral ureteroscopy (urs), a total of four ncircle tipless stone extractors from three different lot numbers were used. When the first extractor was opened, only two wires deployed and they were unable to grab the stone. The next two extractors, the handle moved as normal but no basket deployed at all. The fourth extractor worked properly and they were able to extract the stone. It is unknown which lot number is associated with any of the devices used. Reference patient identifiers (B)(6) and (B)(6) for the other two lot numbers used. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
Additional information was received 02sep2022: the lot number associated with this report was reported by the customer in error. There were 4 devices used from two different lot numbers during the procedure. Reference MDR # 1820334-2022-01142 and MDR # 1820334-2022-01144 for the two lot numbers used.

Manufacturer narrative:
Correction: this report is being sent to indicate there is no complaint associated with the reported lot. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted.